Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient as hospitalized for the event. Treatment for the peritonitis was not reported. At the time of this report, patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.